Event description:
During the coronary artery bypass graft surgery, the seal did not deploy out of the tube. While removing the delivery tube from the aorta, the surgeon noticed a 3mm tear in the aorta. The surgeon is not sure if the punch tore the aorta or if the delivery tube tore the aorta during the insertion. The anastomosis was completed with another seal without any further issues. After completing the anastomosis, the surgeon sutured up the tear. No further pt complications occurred.